Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. Visual and x-ray examinations found the inner coil was over torqued at the connector region. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue and over torque of the inner coil.

Event description:
It was reported, that patient presented in clinic for routine follow-up. Upon interrogation, it was found, that patient's right ventricular (rv) lead exhibited high capture threshold. During lead revision procedure. It was noted, that the lead helix was not able to extend. The lead was explanted and replaced. There were no patient consequences.